Event description:
It was reported that, when the package was opened, it was noticed that the distal tip of the lead was bent. The pt's physician used another lead to complete the procedure without further difficulty. No pt symptoms or injury were reported.

Manufacturer narrative:
(B)(4): final device analysis revealed that the distal end of the lead is bent at the #0 electrode. The stylet wire is straight at the distal end. The continuity is acceptable on all circuits and there are no shorts between circuits (dry). The proximal end is intact and undamaged.